Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked from threads down to the case seal on the side. The returned battery cap was undamaged and was able to fit securely to the pump. Moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn leading to the pump to reboot. The battery cap was fastened and the ez-prime steps were performed correctly, however, the pump lost power again during the 24-hour duration test. The complaint of intermittent power was duplicated during testing. The pump case was removed and further moisture ingress was found to the printed circuit board and to the force sensor circuit. Unrelated to the original complaint, investigation revealed the display was dim and discolored.